Event description:
Twos, short v-v twos on ves last month and adjusted the rv sensitivity to 0.45mv. No further twos was seen with arm manipulations after this change. There has also been a significant increase in short v-v intervals of 12015x since (B)(6) 2023 (11385x since 17/10/23) and then 3698x between (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).